Event description:
The customer reported to beckman coulter hotline support that their unicel dxc 600 pro instrument cap piercer was dripping fluid from the blade area onto sample tubes. The customer preferred not to troubleshoot and requested service. The issue was referred to a beckman coulter field service engineer. No erroneous results were generated. In addition, the leak was contained to the instrument. The operator wore a lab coat, gloves and face protection while operating the instrument.

Manufacturer narrative:
During a service visit, the fse confirmed overflow at the cap piercer blade wash station. The fse resolved the issue by flushing the vacuum line (#118). The failure mode is an obstructed line #118. This failure mode can impact any or all chemistries, including critical chemistries. The manufacturer's reference # for this event is (B)(4).